Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No episodes were recorded and provocative maneuvers were negative. The physician suspected calcification at the lead tip to be the cause of the increase in impedances. The rv lead remains implanted and in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was explanted and replaced due to continual high pacing impedance and high threshold measurements. The physician still suspected fibrosis to be the cause of the reported clinical observations. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No episodes were recorded and provocative maneuvers were negative. The physician suspected calcification at the lead tip to be the cause of the increase in impedances. The rv lead remains implanted and in service. No adverse patient effects were reported.